Event description:
It was reported that a 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer generated a leak during patient use. The reporter stated that the y-site connector for intravenous (IV) tubing was leaking. Blood was backing up from a femoral central venous line (cvl) into the tubing IV, and then it was noted that there was blood on the bedsheets. Upon tracing the lines, a leak was found at the bifurcation of a y-site connector tubing. The impact of the incident was a scant amount of blood loss, small amount of medication not administered via continuous infusion, increased risk of infection. The number of defective devices is one. There was patient involvement and no adverse event.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Received one (1) used list# mc3316, 7" (18cm) appx 0.37 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer: lot# 14040948. The reported complaint of a leak could be confirmed. A leak was observed in the tubing during testing. The tubing was observed to have a hole. The probable cause of the leak is from a sharp object during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.